Event description:
Reference number: (B)(4). Event occured in egypt. It was reported that the patient faced high blood glucose level event on 07-mar-2026. The blood glucose level was 255 mg/dl and the patient was treated with insulin pump. No further information is available.